Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer had two different sureform 60 stapler instruments that encountered unspecified issues with tissue size. The site stated that they had tried a black reload, but the issue remained. The technical support engineer (tse) reviewed the logs and found sensor-related errors. The tse recommended trying the stapler on a different universal surgical manipulator (usm), reseating the sterile adapter, and replacing the sterile adapter if needed. The customer had reported that they converted the procedure to open surgery prior to the call with technical support. The procedure was converted to an open procedure with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the surgeon was transecting the colon when he was getting ¿tissue too thick¿ messages repeatedly. He tried repositioning and upsizing the load with no success. There was no system malfunction. Upon palpating the tissue, the surgeon stated that it felt ¿hard¿. The surgeon tried to reposition the tissue and opening a new stapler without success. The pressure required to compress the tissue was ultimately too much for an adequate staple line. The patient required an overnight stay in the hospital due to converting the surgery to an open procedure. The surgeon started with a green reload but then upsized to the black when the message was received. The stapler never fired so there were no malformed staples.

Manufacturer narrative:
The field service engineer (fse) spoke with the customer and was informed that they consulted with the clinical territory associate and surgeon and came to the conclusion that the tissue being gripped at the time of the issue was too thick. They reported that the nature of the patient disallowed them from further troubleshooting. No site visit was conducted. The system was working properly after the reported case, and no additional action was required. No image or procedure video was provided for review. A review of the advanced system logs for this event has been performed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer. The following additional information was provided: the logs show that qty 2 sureform staplers were used in the procedure. The first one used was pn (B)(4), lot l91220425-0162 and it was installed 6x and fired 2 reloads (both blue). Firings occurred on the first two installs, and both firings were completed per the logs. First firing had 1 or 2 pauses for compression and the second firing had no pauses. The subsequent 4 installs used green reloads (3x) and black reloads (1x), and there were no firings attempted because every clamp resulted in an incomplete clamp. In total, there were 12 incomplete clamps in 12 clamp attempts, across these 4 installs. After these incomplete clamps, the first sureform was replaced with pn (B)(4), lot l91220425-0158. This instrument was installed 4x, but never fired any reloads. First 3 installs used green reloads, and the last install used a black reload. This instrument had 7 incomplete clamps in 8 clamp attempts across the 4 installs, and a firing was never attempted, even though there was a completed clamp on the 4th install using a black reload. This complaint is being reported based on the following conclusion: the customer converted to an open procedure after the start of the procedure due to a stapler tissue error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.